Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to leaflet pathology/challenging anatomy (short posterior) and challenging imaging, the reported poor image resolution was due to old imaging system. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 2+ functional mitral regurgitation (mr) and short posterior leaflet for a mitraclip procedure. During the procedure, one mitraclip was implanted and it was determined that a single leaflet device attachment (slda) occurred, and clip was no longer attached to the posterior leaflet. Imaging was difficult. Additional mitraclip was implanted lateral to the first clip to stabilize the slda. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.